Manufacturer narrative:
Pr#: (B)(4). On (B)(6) 2013, a customer at (B)(6) in (B)(6) informed philips that the flat panel was moving up and down during gantry rotation on the brightview xct system. This occurred while the system was being prepared for patient use, and there was no patient on the table at the time the issue was observed by the customer. There was no report of harm to patient or operator. On (B)(4) 2013, the philips field service engineer (fse) determined that the shaft that maintains they piece in the flat panel was broken. The fse confirmed that this broken shaft would not cause the flat panel to deploy during an acquisition and cause harm to a patient. Rather, the broken shaft was preventing the flat panel from deploying correctly because, it could not be locked in the deploy mode. The fse stowed and locked the flat panel on the system and advised the customer to only use the system for spect acquisitions until repairs were completed. The fse ordered a flat panel arm (mech, link arm, x-ray detector) and replaced the shaft at the site on (B)(4) 2013. After evaluation and testing was completed, the system was handed back over to the customer to resume clinical use. This issue was submitted for further investigation by engineering. The investigation and tests performed by philips engineering to determine the probable cause of the issue are documented as. Given below: in conclusion, when the flat panel is properly aligned during the production of a system, it should take a nominal value of 12 pounds (and+/-2 pounds as a conservative estimate) to latch the flat panel detector into the deployed position. Under this loading scenario, the linkage shaft is subjected to stresses that are 16.8% of the ultimate strength of the material. If a handle takes significantly more than 12 pounds of force to latch the flat panel, it is a good indication that the flat panel is not properly aligned and components of the linkage are not traveling smoothly. The probable root cause of this issue was mechanical misalignment of the flat panel detector. This would cause interference when trying to latch the flat panel into place. An operator of the system would experience this interference by the latch requiring more force to close than intended by the design. The increased force on the latch handle would place undue stress on the linkage, and in this case, was enough to cause it to fail. Failure of the linkage would mean the operator would not be able to lock the flat panel detector into place. Under normal loading scenarios, the linkage is not subjected to enough stress to cause it to fail. Per the brightview xct instructions for use release 2.5 : caution make sure that the fpd latch mechanism is locked before you start an xray scan. The system senses that the latch mechanism is not locked and activates an e-stop. Caution make sure that the fpd latch mechanism is locked before you start an xray scan by making sure you hear a click when you push it in to stow it. Also, make sure that the icon on the touchscreen displays the fpd in the stowed position. If the system senses that the latch mechanism is not locked, it activates an e-stop. Important: the primary purpose of the xct component of the brightview is to improve the accuracy of nm diagnosis with anatomic information, and to reduce nm artifacts and improve image quality with x-ray "based attenuation correction. Philips recommends that you do not use xct images acquired with the brightview for diagnostic purposes. The probable root cause is outlined below: if the handle receives significantly more than 11.7 pounds of force to lock the flat panel, the linkage is subjected to torsional overload. Note: it should take a nominal value of 12 pounds{+/-2 pounds as a conservative estimate) to lock the flat panel detector into the deployed position. When repeated handle rotations (that significantly exceed the 12 pounds of force) occurs, a torsional overload of the shaft will cause the shaft to shear, which will result in a failure of the linkage. The fse replaced the shaft by ordering the full mechanical arm assembly because the shaft alone was not yet a field replacement unit (fru). The product safety committee binder (psc) includes information related to the correction and removal documents for this issue including field safety notification (fsn 88200490) internal cross reference: complaint (B)(4). Combined initial and final MDR mailed on (B)(4) 2014.

Event description:
In this case, the customer reported that during rotation, the flat panel was moving up and down. The operator observed this while the system was being prepared for use, and there was no patient on the table. The trained professional stopped using the system and contacted the philips field service engineer (fse), who determined that the shaft that maintains the y piece was broken. The fse confirmed that this broken shaft would not cause the flat panel to deploy during an acquisition and cause harm to a patient. Rather, the broken shaft was preventing the flat panel from deploying correctly because, it could not be locked in the deploy mode. The fse stowed and locked the flat panel on the system and advised the customer to only use the system for spect acquisitions until repairs are completed. There was no harm to the patient, operator or bystander from this reported event.